Event description:
It was reported that the patient received inappropriate therapy due to noise on the v sense/pace channel. A lead conductor fracture was suspected and the lead was capped.

Manufacturer narrative:
No medwatch form was received.